Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, although there was some difficulty in firing the device, it was fired forcefully. The staples of the proximal part were unformed and the tissue was uncut. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.